Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-03098/ -03099/ -03100/ -03101/ -03102 & -08633).

Event description:
Legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2013, patient underwent a right hip revision procedure due to allegations of pain, swelling, inflammation, dysfunction, elevated metal ion levels, bone and tissue damage, metallosis, lack of mobility and loss of range of motion. The modular head was removed and replaced. No revision has been reported for the left hip. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the right hip due to pain, swelling, distal edema, elevated metal ion levels, metallosis, and periarticular pseudotumor. Revision op report notes the presence of fluid, inflammatory membrane, thickened debris within the hip joint, osteolysis under the cup, and pseudotumor. The cup, head, and taper insert were removed and replaced.